Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and the customer's complaint was not confirmed. The unit was inspected, tested and passed all functional tests and 2 hours burn-in test. The current software is v3.03. The unit needs full calibration and tests. The housing has multiple minor scratches. Since this device has been serviced before/serviced multiple times, the device history record will not be performed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the root cause had to do with improper use of saline solution, however, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gyrus, pk-sp generator encountered check probe and irritant notification message. The issue was found during procedure, and the therapeutic procedure (transurethral resection of bladder tumor) was completed with the same device. The intended procedure was prolonged 30 minutes. There were no reports of patient harm.